Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing and a monitor test run was performed. The results of the analysis confirmed a speaker error was displayed on the monitor. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty mainboard. The issue was resolved by replacing the mainboard and the product was confirmed to meet manufacturer specifications. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue mx400 patient monitor indicating that the monitor is still displaying a speaker error. A prior case was identified, which indicated audible sound was produced; however, it is unclear if that is still the case. It is unknown if the device was in use at time of event, and there was no adverse event reported.